Manufacturer narrative:
Additional information has been requested regarding the status and availability of the device for evaluation and repair, and if provided a supplemental report will be submitted. H3 other text : device not available for evaluation.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called for assistance with a printer that was not printing correctly. It was reported that that unit will only print portions of the strip. The patient could not tolerate being off of therapy for any amount of time, it was suggested the patient be switched off the unit to another. There was no patient harm reported.